Event description:
Procedure type: laparoscopic gastric bypass. According to the reporter: the needle cracked in half while inside the pt. The entire needle was retrieved from the cavity. A new sulu was opened to complete the case. There was no bleeding reported in excess of 250cc. The case was not extended by more than 30 minutes. There was no tissue damage or unanticipated tissue loss.

Manufacturer narrative:
(B)(4).